Event description:
It was reported that the inlet of a polyflux 140h was broken which resulted in a solution and blood leak. The leak was observed during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the returned sample was wet. A leak test was also performed, and a leak was observed from a cracked welding seam. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.